Manufacturer narrative:
Date sent to FDA: 9/10/2020. Corrected information: d7. Additional b5 narrative: it was reported that the patient experienced abscess, recurrent hernia, adhesion following the surgery. Corrected b5 narrative: it was reported that the patient underwent removal surgery on (B)(6)2009.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2009 during which the surgeon noted issues with the mesh infection. It was reported that the patient experienced severe pain. No additional information was provided.